Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine control, hcg 100 miu/ml urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg (B)(6) at read time. No false (B)(6) were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Received e-mail form distributor: alleging 4-5 false (B)(6) hcg test results on different individuals where all of the patients had a (B)(6) pregnancy test result at home. Blood work was performed on the same day in each case which confirmed pregnancy. According to customer, no injury occurred and no further treatment and/or hospitalization was necessary for any of the patients due to this incident. Customer reported using two lot numbers, but only provided one specific lot number, (hcg5030062). Customer stated the bloodwork for all of the patients was performed the same day as the urine test. All of the quants were >100 miu/ml. No specifics on any of the individual patients (ages, meds, etc). No adverse patient sequela reported. No additional information available.